Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's husband reported left side capsular contracture, baker grade unknown and concern with the device. Device remains implanted.

Event description:
Patient's husband reported left side capsular contracture, baker grade unknown and concern with the device. Healthcare professional later confirmed a left side capsular contracture, baker grade unknown and a left side implant exchange from textured to smooth due to the patients concern of the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1, g.3., h.3., h.6. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional later confirmed a left side capsular contracture, baker grade unknown and a left side implant exchange from textured to smooth due to the patients concern of the product. Device has been explanted.